Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the pericardial effusion cannot be confirmed. Per report, the perforation might have occurred with the rv pacing wire, however as an autopsy is not being performed the exact cause cannot be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a pericardial effusion occurred. The procedure itself was uneventful and the 26mm sapien 3 valve was implanted in the aortic annulus in good position with zero to trace paravalvular leak. Sometime in the late evening on implant day, the patient developed respiratory distress. The ICU staff worked for several hours to resuscitate the patient but she became acidotic. An echo was ordered and as the echo tech was beginning the study, they noted that the heart was not moving and CPR was initiated. They were unable to resuscitate the patient and she was pronounced dead. The tavr coordinator reported that the physician suspected a pericardial effusion which he thought was likely from the rv pacing wire but as no autopsy was requested, it will be impossible to know the real cause.